Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l3 to treat a l1 compression fracture. It was reported that the set screw crossthreaded during insertion. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed head deformation and splay, as well as thread crest and flank damage on the threads this damage appears to have initiated at the start of the thread, and is consistent with misalignment of the head and set screw threads during construct assembly.